Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that after the implant procedure a sensing anomaly was noted due to dislodgement on the right atrial lead. The lead was explanted and replaced. The patient was stable post-procedure.